Event description:
The complaint received states that after trapease ivc filter implantation, the filter migrated and there was thrombosis in device. This is a patient of unknown age with medical history including biliary malignancy. The indication for ivc filter placement was dvt and acute pulmonary embolism confirmed by CT scan. The CT scan revealed thrombus in the right leg from the thing through the iliac area. Anticoagulation therapy was contradicted due to an unknown bleeding condition. The trapease implantation site was thrombus free and measured by CT with a diameter of 16 - 20mm and with normal shape. The trapease was implanted with good wall apposition, 5mm infrarenal and no tilt was noted. Appropriate placement was confirmed post implantation. Three days post implantation; the filter had migrated approximately 4 cm and rotated 90 degrees and caval thrombosis was noted. Treatment for the migration was a second filter implantation caudal to the first filter to prevent pulmonary embolism. It was also reported that the patient died due to complications of biliary malignancy, biliary obstruction and sepsis several days after the reported event of ivc filter migration and thrombosis. The filter remains implanted thus unavailable for analysis.

Manufacturer narrative:
There is no sterile lot number information available thus, no DHR could be performed. Ivc filter migration is a known potential adverse event associated with trapease implantation and is listed in the IFU (instructions for use) as such. Thrombosis in device is a known potential adverse event associated with ivc filter implantation and is listed in the IFU as such. Without sterile lot number information, the DHR could not be reviewed; however, each product is inspected prior to release for marketing and any unit that does not meet specifications is segregated and destroyed. No corrective action is required at this time. This patient had the pre-existing condition of deep vein thrombosis with pulmonary embolus, and could not be placed on anticoagulation to prevent the formation of further clots. Review of the limited information suggests that patient factors may have contributed to the reported events.